Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the marksman catheter and it was pushed out of the catheter with no issues. There was a minimal amount of blood inside the catheter lumen. The dps sleeves were found intact with no signs of damage. The distal end of the pipeline was not opened with damaged braid and the damage may have contributed to the reported event. The cause of the damage could not be determined. The lot history record review showed no discrepancies that may have contributed to the reported event. Per the pipeline flex instructions for use (IFU): per pipeline flex IFU (instructions for use): "select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration." (B)(4)

Event description:
Medtronic received a report stating that during embolization of an unruptured saccular aneurysm measuring 2mm x 2mm located in the s upraclinoid to petrous segment of the internal carotid artery (ica), the pipeline flex (ped-500-14) failed to open at the distal segment. Attempts were made to open the pipeline flex by pushing / pulling and also by resheathing / re-deploying it twice, but without success. The pipeline was removed from the patient. Another pipeline (5mm x 18mm) was implanted without any difficulties. Post procedural angiogram revealed a clot in the ophthalmic segment, but flow was satisfactory. The relationship of the clot was unknown. The vasculature was normal in tortuosity. The distal and proximal landing zone was 3.7mm x 4.5mm.